Event description:
The ge oec 2600 fluoroscopy system would not boot correctly. Table would not boot.

Manufacturer narrative:
A ge service representative investigated the issue and found a defective ps1 tower power supply that was removed and replaced. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.